Event description:
It was reported that the patient experienced bone loss. As a result, the implant (tsv6b16) had to be removed. Tooth location 14.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b5: correction: it was reported that the patient experienced bone loss. As a result, the implant (tsv6b16) had to be removed. Tooth location 14. The reported device has been received for evaluation. Investigation has not yet been completed. Once investigation has been completed, a follow up medwatch will be submitted.

Manufacturer narrative:
An impl tapered scr-v 3.7mm 3.5mm 13mm (item # tsvb13) and an impl tapered wide scr-v 4.7mm 4.5mm 11mm (item # tsvwb11) were received for investigation. Visual inspection of the returned products identified signs of wear from use in the form of residue coating a section of the implants' exteriors, as well as some minor damage to the collar of the tsvwb11, but no other signs of significant damage or deformation. The returned implants' dimensions were measured and found to be within the specifications in the product's engineering drawing (tsvb13, and tsvwb11). The received products have been identified as tsvb13 and tsvwb11. However, the products reported under this complaint's product experience report (per) are tsvwb13 and tsv6b16. The products returned under this complaint number were identified and do not match the reported products, which were reported for two separate bone loss events in the same patient ((B)(4)). Multiple follow-ups were completed and the customer responded to none of them to clarify on the product identity discrepancy. Therefore, the returned implants are being investigated against the reported event. Since it is impossible to tell which of the returned implants correlates to which of the reported bone loss events, both returned products will be investigated against each of the reported events. Pre-existing conditions were noted on the per and include the patient's reported smoking habit. This investigation covers the event reported on patient tooth # 14 (universal notation) and for which the implant was used for approximately 14 years. Since the specific implant that correlates to this complaint cannot be determined with available information, both are being investigated. X-ray images of the implant site were provided and evaluated by an sme specialized in medical affairs and dentistry. The images were found to display bone loss as reported. DHR review and complaint history review could not be performed for either reported product, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item #s tsvb13 and tsvwb11) dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. Complainant reported bone loss. The reported event is confirmed through clinical evaluation of the provided x-ray images by staff clinician. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Event date not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient experienced bone loss. As a result, the implant (tsvwb13) had to be removed. Tooth location 14.